Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a procedure when the micropuncture was placed in the femoral artery of the patient, resistance was experienced in placing the wire through the inner cannula. After several attempts to remove the wire, the tip of the wire separated; however, the user was able to retrieve the fragmented tip from the patient with a snare. No adverse effects to the patient were reported.

Manufacturer narrative:
A review of the complaint history, device history record, documentation, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One torq-flex guide was returned in damaged condition. Inspection of the device noted that 5.7cm of the wire guide was returned. The wire guide is bent at 1.1 cm and 3.3 cm from the proximal end. The stretched length is 9.7cm. There is no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconformances of finished product that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.